Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states, the head motor will raise up and intermittently drift back down, provider states, he found a bit of oil seeping on the bottom of the motor where the clutch case seam is.